Event description:
It was reported, the patient presented to the ER after receiving inappropriate high voltage therapy due to noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.